Manufacturer narrative:
Approximate age of device - 2 years. Approximately 18 inches of the external portion/distal end of the driveline that was replaced was returned for evaluation. Electrical continuity testing performed on the distal-end portion of driveline did not identify any breaches to the wires that would have resulted in the reported event. The driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The pump was returned with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline was not returned for analysis. Electrical continuity testing of the pump-end portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts and all wires were found to be electrically intact. After the shielding and bionate were removed, examination of the underlying wires revealed a breach in the insulation of the red wire, approximately 0.25 inches from the nipple of pump housing. The conductors of this wire were exposed. The insulation breach appeared to be the result of repetitive flexing of the driveline in this area. The breaches in the wire insulation would have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground while the device was supported by the power module via patient cable. A review of the submitted log file revealed multiple low speed events which occurred while the patient was supported by the power module. An x-ray revealed multiple areas of shield breakdown on both the external and internal portions of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On 05/04/2016, the customer reported that a review of the system controller event history screen showed a few low speed alarms which the patient did not recall. The system controller was exchanged, however, low speed alarms continued on the new system controller. On (B)(6) 2016, the manufacturer's technical service representatives performed a distal end driveline replacement. Approximately 22 inches of the driveline from the distal end was replaced; however, alarms occurred shortly after the patient was connected to the power module with regular grounded patient cable. The patient was switched to battery power and a short to shield condition was suspected. On (B)(6) 2016, the patient received a pump exchange. It was reported that post-pump exchange, the patient's ldh was approximately 293 u/l and the inr was 2.7. The patient was likely to be discharged home during the week of (B)(6) 2016. No further information was provided.